Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn0039) have been reported from the same facility in (B)(6).

Event description:
It was reported that introducer sheath failed to be entered after the skin was expanded. An inspection during withdrawal showed burrs at the tip of the sheath. It was stated this occurred with two devices. This report addresses the second device.